Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3391s-40, lot# v159369, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had a "possible short circuit between electrodes 0 and 2." It was further reported that there were "low impedance measurements" between electrodes 0 and 2. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.